Manufacturer narrative:
Product event summary: analysis confirmed the stylus would not function; the stylus was not fully plugged in.) Analysis was not able to confirm the programming head wouldn¿t work; able to interrogate a device wireless and non-wireless. Analysis also was not able to confirm the reported noise issue. Analysis found the system fan is noisy. It is noted the programmer was very dusty inside. (B)(4).

Event description:
It was reported there was programmer failure; stylus and programming head would not work, frequent random sounds coming from programmer identical to sounds made when performing manual sensing tests on implantable cardioverter defibrillators as you are lowering the pacing rate. Programming head and stylus were replaced but they did not work either. The programmer was returned for repair. There was no patient involvement indicated.